Event description:
Per the clinic, the patient experienced an exposure of the implant transducer due to thin skin. Subsequently, on (B)(6) 2025, the patient was placed under general anesthesia and the device was explanted. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.